Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The target lesion was located in the distal right coronary artery. After pre-dilation, a 38x3.00 promus premier¿ drug eluting stent was advanced but failed to cross due to severe tortuosity of the vessel near the lesion. The device was removed and the stent was noticed to be lifted. The procedure was completed with a 3.0x38 non bsc stent. No patient complications were reported and patient's status was good.